Manufacturer narrative:
MFR control no: 35836. Device will not be returned for evaluation.

Event description:
It was reported that the rn stated they had noted "blood flecks" in the gas line and decided to remove the catheter. The md had "a very hard time" removing the catheter. According to the rn, they had intended to replace the catheter, but the pt was doing fair at the time of removal, so the decision was made not to reinsert at this time. The pt is currently off pump in the cardiac care unit. The rn stated that the fiberoptix sensor (fos) had not been zeroed and the arterial pressure waveform was "not great" but that she had no alarms on the pump prior to removal. The clinical support specialist (css) verified again that no gas alarms were noted. On 09/28/2011, the sales rep (sr) visited the site. It has been reported that blood was noted in the drive line by the fellow at around 11am on (B)(6) 2011; however, no alarms were noted and the pump was working well, so they decided to consider changing the iab and possibly discontinue it completely. The heparin continuous IV infusion was turned off and iabp continued at 1:2 assist ratio until iab removal. While waiting for clotting time to improve (before discontinuing the iab catheter). Pt exhibited signs of a tia (transient ischemic attack). After pt stabilized from tia, iab was removed around 2pm on (B)(6) 2011. Difficulty was noted in removing iab with fellow, so the attending md was called in to assist and the cath lab director was called in and discontinued iab with some difficulty. Iab was removed with the sheath. As of (B)(6) 2011 at 2pm, pt was doing well, signs of tia resolved and no add'l complications noticed. On (B)(6) 2011, according to the sr, she was told that the pt had a drop in her hemoglobin and the mds are looking at the pt's aorta. The pt is stable. Ref MDR: 1219856-2011-00357 for the related iab report.